Event description:
It was reported that during the implant procedure the lead was "trapped under the clavicle/1st rib". During this attempt the "physician pulled hard" on the lead for positioning which reported high impedance and noise. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood on helix and lead was stretched.